Event description:
The manufacturer rep reported the patient's pump was removed due to infection. No symptoms or causative agent were reported. Additional information has been requested, but was not available on the date of this report.